Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported malposition of device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported malposition of device and subsequent treatment appears to be related to circumstances of the procedure. In this case the malposition of the device during deployment led the suture loop to be exposed outside the vessel wall in subcutaneous tissue. The loop then became caught in the anterior foot during its closure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 2524 removed; 2616 added.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with 2 prostyle devices using a 7f sheath after a recanalization of the left superficial femoral artery (sfa) via cross-over procedure. Reportedly, with both devices, the knots could not be advanced to the vessel wall and remained outside the puncture site. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to filing the initial MDR, the following additional information was received: the sutures were stuck on the device; therefore, no attempts could be made to advance the knots. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with 2 prostyle devices using a 7f sheath after a recanalization of the left superficial femoral artery (sfa) via cross-over procedure. Reportedly, with both devices, the knots could not be advanced to the vessel wall and remained outside the puncture site. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.